Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event that the unit displayed the service required error message. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, customer complaint if duplicate, functional failure pca, burned pca. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.